Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass, the surgeon tried to fire the device but could not squeeze the handle. The procedure was completed with the use of another device.